Event description:
We received notification from a sales rep, via email that two rods broke. Revision surgery took place on (B)(6) 2011 to remove bilateral revere rod fracture at l3-l5 area approx eighteen months from the original surgery date. This revision surgery was actually the third surgery for this pt. A prior revision surgery about a year ago was needed to address a fracture due to trauma/fall. During the revision surgery on (B)(6) 2011 both fractured rods were removed and replaced with 5.5 mm diameter cocr rods, 500mm, new locking caps new screws and multiple t-connectors.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and the product lot number was not provided. However, a review was conducted of all applicable material records, mfg records, storage records, and distribution records for all lots manufactured. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the revere 5.5 rod design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. Lot#: this info was requested however not available. Should the lot number become available a supplemental report will be submitted. Date of MFR cannot be determined without the lot number.